Event description:
It was reported that during a peripheral interventional procedure catheter entrapment on the guidewire occurred. The target lesion was located within a shunt in the patient's "front" arm. During the procedure a balloon catheter became "frozen" on the transend guide wire. The wire was exchanged and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).